Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was experiencing high blood glucose levels of 577 mg/dl. Troubleshooting was done. Advised customer that the pump was working as designed. Advised customer to do a complete set change with new insulin and treat per healthcare provider's instructions. Customer stated that the cannula was not bent or occluded. Nothing further reported.